Event description:
Alleged the siderail will not latch.

Manufacturer narrative:
The technician found the right head siderail center arm was broken. The technician replaced the center arm assembly to repair the bed.